Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cusotmer received a pump message stating to remove the old cartridge and insert a new one after completing the load sequence. The customer's blood glucose level was 396 mg/dl. The customer stated would administer a manual injection. During troubleshooting, tandem technical services stated the possiblity that the change cartridge was likely pressed while in the load process. Reportedly, the customer stated the cause of the high bg was due to had waited to load a new cartridge and bolus for a consumed meal.